Manufacturer narrative:
The lot was manufactured from november 26, 2019 - november 27, 2019. The actual device was received for evaluation. Visual inspection was performed and noted reddish-brown particle embedded in the material of the tubing line. The particles were not in the fluid path because they were embedded in the material of the tubing line. The particles were subsequently identified to be polyvinyl chloride (pvc) material via ftir spectroscopy test. The device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter on the tubing of a large volume infusor. This occurred prior to patient use. There was no patient involvement. No additional information is available.